Event description:
Philips received a complaint from a customer reporting the back up alarm failed on v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the unit and reported no malfunction could be identified. However, error code backup alarm failed was confirmed in the diagnostic error log. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba). The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the system cpu pcba into a pil v60 standard test bed (stb) for testing. The pil technician visually examined the component and reported there was no anomalies. The technician verified that the alarm error code for backup alarm failed (ec1104) was present one time in the device event log. However, neither the occurrence nor the error code ec1104 could be duplicated at the pil during the boot up of the cpu pcba or stb operation using the cpu pcba. The analysis of the customer complaint resulted in a no problem found conclusion.